Event description:
It was reported that at incoming inspection at distribution, a pin hole was observed in the product packaging. No adverse consequences were reported.

Manufacturer narrative:
It can be confirmed from visual inspection that product packaging is damaged. It was not possible to determine the root cause for this issue.